Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the wireless module had an intermittent connection. This is despite the module being attached properly and the pole clamp mount screwed in and holding the module in place. The fault code: 41100, repeated several times but usually with a different fault data line 2. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in overall good condition. The device has not been repaired in the last 12 months. Error history log confirmed fault code 41100, wireless module alarm. The cause was a faulty wireless module. The wireless module to be replaced when stock is available. Device has passed all functional and accuracy testing.